Event description:
Caller reported a malfunction on a pump, identified by a malfunction code of malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and upon resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to report any future issues.